Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset. The cause of the bvvi could not be determined due to device exhibited normal characteristics and was above elective replacement battery levels.

Event description:
It was reported that during post implant device checkup, upon device interrogation rf telemetry was lost and the pulse generator went into backup vvi. The device exhibited diagnostic anomaly. No cautery was used near the device. The device was explanted and replaced. The patient was stable post procedure.